Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the insulation was abraded at 14.8 cm to 15.1 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.